Event description:
The customer reported that the image appears entirely green during setup for an unspecified procedure involving an olympus flex deflectable videoscope. There was no patient injury reported.

Manufacturer narrative:
E1/facility name:(B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.